Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller was from ER and the patient presented there with shocking in inner thigh area whenever they moved. The patient estimates they've been shocked about 5-6 times today so far for about 15 seconds each. The patient can hardly walk when the shock occurs. It started when pt had bent over but the pt has not had any falls or trauma. Pt indicates they are still using their stimulation and says they were getting benefit, but it's hard to tell if they are getting symptom benefit today since shocking started. The patient has not communicated w/ her implant using remote for a year or so. When they communicated today (with help of nurse") they are seeing a por message on the remote. The patient has not had any imaging done recently.